Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump is not communicating with the transmitter. Customer's blood glucose was over 500 mg/dl at the time of incident and 330mg/dl at the time of the call. Troubleshooting advised customer that the transmitter is programmed to the pump. There was no further information provided by the customer and no further high blood glucose troubleshooting was performed.